Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had tubes, coils and part of uterus removed') in a 35-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc; after internal review, coding for event was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-uterine contraceptive device removal ('had tubes, coils and part of uterus removed') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent intra-uterine contraceptive device removal (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. At the time of the report, the intra-uterine contraceptive device removal outcome was unknown. The reporter considered intra-uterine contraceptive device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity'), uterine perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') and perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') in a 35-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: essure implanted date ( (B)(6) 2009 t or (B)(6) 2011) and stop date ( (B)(6) 2016 to about (B)(6) 2017) were discrepancy the plaintiff continues to suffer from physical symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: the follow information were updated lawyer's reporter, patient's details, pregnancy information, star date update from (B)(6) 2009 to (B)(6) 2011, stop date update from (B)(6) 2016 to (B)(6) 2017, lot number. New events added: pelvic pain female, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, perforation of organ, uterine perforation, fallopian tube perforation, allergic reaction, autoimmune disorder nos, headache, chronic fatigue, weight fluctuation, hair loss, tooth loss, depression, anxiety, mood swing. Medical device removal deleted (added as treatment). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity'), uterine perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') and perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') in a 35-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: essure implanted date ((B)(6) 2009 t or (B)(6) 2011) and stop date ( (B)(6) 2016 to about (B)(6) 2017) were discrepancy the plaintiff continues to suffer from physical symptoms. Lot number: 808914, manufacturing date: 2010-12, and expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity"), uterine perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity"), perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity") and pelvic pain ("chronic pelvic pain") in a 35 year-old female patient who had essure inserted (lot no. 808914) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of urinary frequency, dysuria, anxiety, depression, ovarian cyst, appendectomy, appendicitis, abdominal pain, dyspareunia, heavy periods, right lower quadrant pain, endometriosis, parity 4 (2001, 2003, 2007, 2009 - all term svd) and multi gravida. Previously administered products included: iud nos. The patient had a family history of smoker (1/2 pack day). As concurrent condition the report mentioned irregular periods. On 30-mar-2011, the patient had essure inserted. Essure was removed on 20-jan-2017. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy. And essure removal on 20-jan-2017). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, pelvic pain, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: essure implanted date ( 01-jan-2009 t or 30-mar-2011) and stop date ( 01-jan-2016 to about 20-jan-2017) were discrepancy the plaintiff continues to suffer from physical symptoms. The left essure device was easily deployed and left three coils in the endometrial cavity visible. On the right side the essure device seemed to enter the tube easily, but it was unclear how many coils were visible in the endometrium because of the band of endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on 27-mar-2015: abdomen: flat and upright views were obtained. The bowel gas pattern is unremarkable. Note is made of bilateral essure coils. No free air is identified [hysterosalpingogram] on 21-mar-2016: bilateral essure coils are seen bilaterally in the expected position of the fallopian tubes. There was no free spillage of contrast into the peritoneal cavity. There was some interstitial contrast into the myometrium which is injection related. Filling defects were mobile and related to air bubbles [pathology test] on 20-jan-2017: clinical history: 36-year-old gs, p4 with essure coils in place and pelvic pain source of specimen fallopian tube(s), bilateral and essure coils gross description: bilateral fallopian tubes with essure coils- contains two sets of fallopian tubes with associated fimbriae with an average size of 6 cm in length and up to 0.4 cm in diameter. Both sets are grossly unremarkable. Both sets contain silver coloured coils inserted into them. The laterality of the fallopian tubes is not mentioned. Diagnosis: bilateral salpingectomy and removal of essure coils; right and left fallopian tube and two essure coils: no significant pathology [ultrasound scan] on 28-mar-2015: on the transabdominal portion of the examination, the uterus is non-gravid. Note is made of bilateral essure coils. Maximal endometrial thickness of 6.5 mm. The septated cyst seen within the left ovary measures 2.3 x 2.0 x 2.2 cm in size. No free fluid is seen on the left side. Occasional small cysts are seen in the right ovary which is otherwise unremarkable. Impression: mildly prominent non-compressible appendix as described. The diameter of the appendix varies from 2.8 mm proximally to approximately 6.4 mm in its mid position and 5.8 mm distally. No obvious fluid is seen surrounding the appendix. Some echogenic material within the appendix possibly representing fecalith. Further management will depend on clinical correlation. Of note is that the patient states she had been having similar discomfort on and off for a number of months. Relatively non-specific septated cyst within the left ovary measuring 2.3 x 2.2 x 2.0 cm in size. This could be followed up in 8 to 12 weeks time. Small amount of free fluid is seen in the right lower quadrant on the transabdominal portion of the examination. Overall, size criteria of the appendix is slightly greater than the upper limits of normal (at the mid portion of the appendix).; on 12-jun-2015: the uterus is anteverted: the endometrial echo measures 8 mm. There are bilateral essure coils present which appear appropriately positioned. The ovaries are normal. Lot number: 808914 manufacturing date: 2010-12 expiration date:2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. Lab data including (surgical pathology report) added. Concomitant conditions, medical history & historical drugs were added. Patient information updated. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.